Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between july 1 ¿ september 30, 2025. This report summarizes 25 events for the failure: detachment of device or device component, 6 events had problem identified before clinical use/exposure; there was no patient involvement, 14 events had problem identified during non-clinical procedure; there was no patient involvement, 5 events had no health consequences or impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events, 25 events were reported for this quarter. Product return status, 4 devices were not available for evaluation, 18 devices were received, 3 devices had investigation types that have not yet been determined. Evaluation findings (results/components), 4 devices: no findings available / part/component/sub-assembly term not applicable, 15 devices: wear problem / bearings, 2 devices: degradation problem identified, wear problem / bearings, 3 devices: results pending completion of investigation / part/component/sub-assembly term not applicable, 1 device: degradation problem identified / bearings. Product disposition, 4 devices: product not received, 18 devices: scrapped by stryker, 3 devices: product disposition is not yet determined. Additional information, 25 devices were not labeled for single-use, 25 devices were not reprocessed or reused.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report # 3015967359-2025-99461. Supplemental rationale: corrected data: b5, h6, h11. 25 previously reported events were included in this follow-up record. Product return status: 4 devices were not available for evaluation. 21 devices were received. Evaluation findings (results/components): 4 devices: no findings available / part/component/sub-assembly term not applicable. 18 devices: wear problem / bearings. 2 devices: degradation problem identified, wear problem / bearings. 1 device: degradation problem identified / bearings. Product disposition: 4 devices: product not received. 21 devices: scrapped by stryker.

Event description:
No change.